Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A blockage was present in the air/ water nozzle, that appeared to be a clear plastic like material. This material did not originate from the olympus endoscope. In addition, the bending section cover adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the channels are blocked on the evis exera iii colonovideoscope. The issue was found during reprocessing, post-operatively. The device did not fail during clinical procedure. There were no reports of patient harm or impact associated with the event. The device was returned, and an inspection revealed foreign debris protruding from the air/water nozzle. The debris appeared to be a clear plastic material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of handling of the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.